Event description:
It was reported an x-ray one day post implant showed a left side pneumothorax. The patient was asymptomatic and there was no intervention.

Manufacturer narrative:
This event occurred more than two years ago, and the information provided does not indicate any patient complications or injuries. No follow up will be done with the user facility.